Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor was preparing to perform a laparoscopic nephrectomy and when trying to inflate the balloon by injecting air, the balloon was physically broken. The doctor opened another device and same problem happened again. They opened the third device and it was okay to inflate. There was no patient involvement.